Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the applicator outer shaft hardly cooperate with the knob. During presentation there was a problem with turning in and out- metal sawdusts appeared inside the knob. It was reported that the product hasn`t used during surgery procedure. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: applicator knob in good condition. The retuned part was investigated. The knob and the shaft are in perfect condition and show no signs of usage. We are not able to reproduce the complained malfunction. The device was returned in an over tightened state, and this is not recommended as this may damage the delicate threads. It was noted that there is a grating noise from the thread as the knob is turned. This noise is caused by insufficient lubrication but has no influence on the functionality of the article. The applicator knob was manufactured in may 2014. A failure in material or manufacturing could not be detected from a review of the manufacturing documentation. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.